Event description:
It was reported that the extenston set had a hole and a slit which resulted in a leak. The patient noticed there was fluid on the floor. This occurred during the use of the device for peritoneal dialysis therapy. A cutter or knife was not used to open the box. There was no report of patient injury or medical intervention associated with this event; however the patient was treated with antibiotics. No additional information is available.

Manufacturer narrative:
A4: weight: 68 (unit not specified). Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B5: update the product to a homechoice automated pd set with cassette (previously reported as an extension set). D1: intergrated apd set (remove: extension set with easy-lock connector) d2a: system, peritoneal, automatic delivery (remove: set, administration, for peritoneal dialysis, disposable d2b: fkx (remove kdj) d4: catalogue # l5c4531 (remove 5c4480c) d4: lot #: remove: h24j01091 and replace with ni d4: UDI #: (B)(4): the lot number is unknown, therefore, only a primary di number could be provided. (Remove: (B)(4). D10: concomitant product: replace ni with extension set g1: remove name and address for vantive healthcare mountain home and replace with vantive healthcare corporation and ni for address location. G1: device manufacturer country: remove united states and replace with ni g4: g4: k102936 (remove k925403) h4: replace 10/01/2024 with ni h11: the device was received for evaluation. A visual inspection was performed and a cut on the patient line tubing was observed. Leak, clear passage, and clamp function testing were performed, leaks from the cut in the patient line tubing was confirmed. The reported condition was verified. The cause of the condition could not be determined. Should additional relevant information become available, a supplemental report will be submitted.